Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a follow up report before (B)(6) 2011.

Event description:
The customer reported that the cable conduit became loose and has fallen down.